Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the handpiece didn¿t work smoothly during surgery/during graft harvest. The graft harvest is usable, although it did require some manual taking of the skin. On december 28, 2016, it was clarified that the issue occurred on (B)(6) 2016 during surgery. There was no harm, injury or adverse events associated with the reported event. The harvested graft was not even, but was usable. The blade was properly placed and the device has not been repaired by someone other than zimmer biomet. There were no contributing events to the reported event. Other blades were used to complete the surgery. There was no extension or delay to the surgery and the surgical technique was used on the product. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the electric dermatome by zimmer biomet (B)(4) on december 16, 2016 revealed that the motor measured 0 rpm. The control lever torque testing was not performed. The device was out of calibration at all 4 settings. Repair of the electric dermatome was performed by zimmer biomet (B)(4) on march 8, 2017 which included replacement of the vespel sleeve bearings, semi-circle bearings, screws, motor and plug harness assembly. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the motor was malfunctioning, the control lever torque testing could not be performed and the device was out of calibration. The root cause of the handpiece not working smoothly was due to the motor malfunctioning and the device being out of calibration. The issue was resolved with the replaced the vespel sleeve bearings, semi-circle bearings, screws, motor and plug harness assembly. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the handpiece didn¿t work smoothly during graft harvest. The graft harvest was usable, although it did require some manual taking of the skin. No adverse events were reported as a result of this malfunction